Manufacturer narrative:
Data log received determined that the device was working according to patient settings, however, there were several errors in the errors report.

Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.